Event description:
The customer reported that the silicone oil injection mode was not available. A system message displayed. The surgeon completed the silicone oil injection manually. The customer stated they used the system several times since the event without any problems. There was no patient harm reported.

Manufacturer narrative:
The customer did not request service for the system and did not return samples for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).